Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose over 600mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found an off no power alarm. Checked the prime history and found that the customer was not changing the infusion set every three days. Found also that the customer is filling her reservoir up to 300.0 units instead of 150.0 units as she supposed, and she was using the infusion set and reservoir for five days until the insulin is used. Reminded the caller to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.